Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The device was alos received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known at time of incident and was 122 mg/dl at the time of this report. The insulin pump may have been exposed to moisture, due to rain. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.